Manufacturer narrative:
A patient's ipg was unable to communicate with external devices was reported to abbott. The patient programmer displayed error messages "generator unavailable" and "no supported generators found". Troubleshooting including multiple magnet bluetooth resets were attempted to no avail and ipg was deemed inoperable. It was noted that patient uses tonic stimulation 24/7 on all low parameters. As a result, the patient's ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient's ipg was unable to communicate with external devices. Programmer displayed error messages "generator unavailable" and "no supported generators found". Troubleshooting including multiple magnet bluetooth resets were attempted to no avail and ipg was deemed inoperable. It was noted that patient uses tonic stimulation 24/7 on all low parameters. Surgical intervention may be undertaken to address this issue.